Event description:
It was reported implanted two avs-as peek spacers and a 28mm reflex hybrid plate in a pt at the c5-6-7 levels in 2006 [to treat spinal stenosis]. When the pt returned to his office (approx 3 wks post-op] she complained of reoccuring aim pain and weakness. When an x-ray was taken, it was clear that the two level construct had subsided and there appeared to be significant subsidance of the bone. Also, the top right screw pulled through the plate. The pt was revised in 2006 and the plate/scres were removed and it was determined the entire body of c6 had collapsed. A tricortical graft was taken from the pt and a corpectomy of c6 was done. The graft was inserted, the pt was flipped, and the lateral mass screws were inserted at c5-6-7.